Event description:
A report was received that the patient was explanted due to discomfort at the pocket site and inadequate therapy. The device was working properly prior to being explanted. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-50 (B)(4) model description:linear lead, 50 cm with pre-loaded 0.012 inch stylet the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.